Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a single quantity of item number foley catheter with tray pcn #a942216 that did not inflate when being used. Customer could not provide a lot number and had a single quality of product kept. Per additional information received via mail on 24apr2025, stated that they tried to inflate the balloon, no resistance, foley came straight out, and tried inflating balloon outside of patient with air, did not inflate and the defected product was returned to cardinal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a single quantity of item number foley catheter with tray pcn #a942216 that did not inflate when being used. Customer could not provide a lot number and had a single quality of product kept.